Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("excessive bleeding") and systemic lupus erythematosus ("lupus") in a 47-year-old female patient who had essure (batch no. 624828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". Concomitant products included paracetamol (tylenol). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), arthralgia ("joint pain") and myalgia ("muscle pain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches") and headache ("headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 6 years 5 months after insertion of essure, the patient experienced ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cysts"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. In 2015, the patient experienced back pain ("back pain/lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue and alopecia, dyspareunia ("painful intercourse") and pain in extremity ("leg pain"). The patient was treated with metronidazole, surgery (total hysterectomy (uterus and cervix removed)-¿ total laparoscopic hysterectomy), alternative therapy (d and c). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia, ovarian cyst, cystitis, urinary tract infection, migraine, nausea, arthralgia and myalgia outcome was unknown, the pelvic pain, systemic lupus erythematosus, headache, back pain and pain in extremity had not resolved and the genital haemorrhage had resolved. The reporter considered arthralgia, back pain, cystitis, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pain in extremity, pelvic pain, systemic lupus erythematosus, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("excessive bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and systemic lupus erythematosus ("lupus") in a 47-year-old female patient who had essure (batch no. 624828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test" and medical device monitoring error "essure used in conjunction with any other device: gyencare iii endometrial balloon ablation procedure". The patient's medical history included anemia, ovarian cyst ruptured, excessive menstruation, sulfonamide allergy, drug allergy, drug allergy, myalgia of lower extremities, burning sensation, systemic lupus erythematosus, essential hypertension, benign, polyneuropathy in collagen vascular disease, reactive airways disease, tonsillectomy, c-section, biopsy, gastritis, peptic ulcer disease, gerd, colitis, inflammatory bowel disease, food poisoning, diverticulitis, pancreatitis, gallbladder disease, bowel obstruction, acute heart ischemia, kidney stone, appendicitis, epigastric pain, runny nose, abdominal operation, cholecystectomy, allergic reaction to analgesics and uterine bleeding. No modifying factors, no trauma to the area. No fevers reported. No other associated symptoms no intracranial mass lesions are seen. No zones of significant abnormal signal alteration are identified in the brain parenchyma or brainstem. No intracranial zones with abnormal restricted diffusion are identified. No areas of cerebral cortical infarction are identified. There is no evidence of intracranial hemorrhage or abnormal subdural collections.no radiographic evidence of acute disease. No acute obstructive or inflammatory process is seen. History of cholecystectomy. Concurrent conditions included constipation chronic, menstrual disorder, anaemia hypochromic, esophagogastroduodenoscopy, dysphagia, constipation, localised erythema, hiatal hernia, chronic respiratory disease, upper gastrointestinal tract endoscopy, cholecystectomy, lipoma, weight loss, arthralgia, numbness in face (she was left arm and face numbness), muscular weakness, sensory neuropathy, flank pain, vomiting, syncope, dizziness, tingling, shortness of breath, wheezing, itching, rash, weakness, cough, skin exfoliation, fever, eye pain, vision abnormal, mobility decreased, balance impaired nos, myofascial pain syndrome, hypertonicity, joint range of motion decreased, gait disturbance, dysfunction adrenal, diarrhoea (2 episodes), congestion nasal, contusion, fracture, strain, sprain, sprain, neurovascular conflict, tendon injury, bee sting hypersensitivity, allergic reaction to analgesics, allergic reaction to analgesics, difficulty in walking, dysfunctional uterine bleeding, ovarian cyst, nabothian cyst, menometrorrhagia, anemia and dysmenorrhea. The patient also had a family history of sulfonamide allergy, myalgia of lower extremities and burning sensation. Concomitant products included paracetamol (tylenol). In 2008, the patient experienced menorrhagia (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), arthralgia ("joint pain") and myalgia ("muscle pain"). On (B)(6)2008, the patient had essure inserted. In august 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In june 2013, the patient experienced migraine ("migraines / headaches") and headache ("headaches"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cysts"), 6 years 5 months after insertion of essure. On (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. In 2015, the patient experienced back pain ("back pain/lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue and alopecia, dyspareunia ("painful intercourse") and pain in extremity ("leg pain"). The patient was treated with metronidazole, d and c and surgery (d and c, she underwent total laparoscopic hysterectomy and total hysterectomy (uterus and cervix removed)-¿ total laparoscopic hysterectomy). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, menorrhagia, dyspareunia, vaginal discharge, vaginal haemorrhage, ovarian cyst, cystitis, urinary tract infection, migraine, nausea, arthralgia and myalgia outcome was unknown, the pelvic pain, systemic lupus erythematosus, headache, back pain and pain in extremity had not resolved and the genital haemorrhage had resolved. The reporter considered arthralgia, back pain, cystitis, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pain in extremity, pelvic pain, systemic lupus erythematosus, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion detail: essure tubal implants placed in the usual fashion, measuring three coils on the patient's right and six coils on the patient's left that were visible. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: performed presence of issuer fallopian tube implants bilaterally are noted. Multiple nabothian cysts in the uterine cervix are noted. The largest one measures 9 mm in its size the right ovary 2.9 cm x 2.5 cm in its size. There is approximately 2.1 cm x 1.1 cm size cyst in the right ovary the left ovary measures 2.3 cm x 1.6 cm in its size. There is also approximately 1.5 cm x 1.2 cm size cyst in the left ovary.. Ultrasound scan vagina - on an unknown date: the uterus measures 6.7 x 2.6 x 4.1 cm, corresponding to a volume of 38 cc. The endometrial stripe measures 0.4 cm. The right ovary measures 1.9 x 1.4 x 1.5 cm, corresponding to volume of 2.1 cc. There is a sub centimeter cyst in the right ovary, likely representing a functional cyst. The left ovary measures 2.8 x 1.9 x 2.4 cm, corresponding to a volume of 6.4 cc. There is a mildly complex cyst in the left ovary measuring 2.1 x 1.4 x 1.9 cm, most consistent with a functional cyst given its size.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record: back pain, genital hemorrhage, menorrhagia, ovarian cyst, pelvic pain, systemic lupus erythematous, uterine perforation were added.¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: reporter information was added. Per plaintiff fact sheet event: medical device monitoring error was added. Her concurrent conditions were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("severe pelvic pain/pain"), genital haemorrhage ("excessive bleeding") and systemic lupus erythematosus ("lupus") in a 47-year-old female patient who had essure (batch no. 624828) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not perform essure confirmation test". Concomitant products included paracetamol (tylenol). In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), arthralgia ("joint pain") and myalgia ("muscle pain"). On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). In 2013, the patient experienced vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches") and headache ("headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2015, 6 years 5 months after insertion of essure, the patient experienced ovarian cyst ("other injury(ies) or complication(s) please describe: ovarian cysts"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower. In 2015, the patient experienced back pain ("back pain/lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant) with fatigue and alopecia, dyspareunia ("painful intercourse") and pain in extremity ("leg pain"). The patient was treated with metronidazole, surgery (total hysterectomy (uterus and cervix removed)-¿ total laparoscopic hysterectomy), surgery (total hysterectomy (uterus and cervix removed)-¿ total laparoscopic hysterectomy), alternative therapy (d and c) and alternative therapy (d and c). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, dyspareunia, vaginal discharge, vaginal haemorrhage, menorrhagia, ovarian cyst, cystitis, urinary tract infection, migraine, nausea, arthralgia and myalgia outcome was unknown, the pelvic pain, systemic lupus erythematosus, headache, back pain and pain in extremity had not resolved and the genital haemorrhage had resolved. The reporter considered arthralgia, back pain, cystitis, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, ovarian cyst, pain in extremity, pelvic pain, systemic lupus erythematosus, urinary tract infection, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, uti, migraines / headaches, nausea, pain, vaginal discharge, fatigue, perforation (uterus), other injury(ies) or complication(s) please describe: ovarian cysts, hair loss were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, abdominal pain lower, genital haemorrhage, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.